Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the absorbable ligature clip was used to clamp the gallbladder during a cholecystectomy, the clip broke. Another device was opened for ligation and clipping. There was no patient injury.